Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not power on despite attempts to change the power outlet. A field service engineer (fse) reported that upon investigation, full height cubie drawer number 5 in the main unit had a failed drawer controller, which caused the power supply to enter crowbar mode. The fse measured resistance across the designated test points and identified an abnormally low reading, confirming a fault condition. The fse replaced the drawer controller to resolve the issue and restore normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es (B)(6), the unit would not power on. The outlet was changed by the user, but the device still did not turn on. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.